Event description:
A customer observed imprecise and higher than expected vitros phyt quality control results while using a vitros 5600 integrated system. Values of 29.66, 29.61, 33.18, 37.59, 31.80, 32.80, 34.20, and 32.60 ug/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 24.50 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number six of eight MDR's for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. Precision testing demonstrated that the vitros 5600 integrated system was performing as expected at the time of the event. The customer calibrated an alternate lot of vitros phyt slides and acceptable performance was observed. The investigation was unable to determine a definitive root cause. However, the event is most likely reagent related. Ocd has received no related customer complaints for vitros phyt lot 2605-0128-8221.